Manufacturer narrative:
The reported event could not be reproduced during investigation, and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA 13490418 was opened to document the investigation. The root cause for this failure, per CAPA 13490418, is insufficient guidance in IFU on the method for securing the connection between the valve and syringe during catheter deflation. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 13490418. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter had difficulty draining water with the balloon fixed in the ward as the syringe stops and did not return midway.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter had difficulty draining water with the balloon fixed in the ward as the syringe stops and did not return midway.